Event description:
It was reported by the customer that a pyxis ciisafe paperwork was not printing. The customer reported that the transaction on ciisafe was not printing including blue sheet and labels. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the ciisafe was not printing including blue sheet and labels. The technical support specialist confirmed that the printer was working fine after an reboot and also attached an article of "cii safe es - paperwork reprint time and date changing" to the user reference. The system functioned as intended after the technical support specialist troubleshooted the device.